Manufacturer narrative:
(B)(4). The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the inability to move the gripper line during gripper removability testing. Although there was no adverse patient effect, if this to recur, there's potential of injury. It was reported that one mitraclip was implanted in the patient with degenerative mitral regurgitation (mr) reducing the mr from 4+ to moderate to severe. A second mitraclip delivery system (cds) was inserted and grasped both leaflets, but the gripper line did not move during the gripper line removability test. The clip arms were opened to see if that would allow for movement of the gripper lines, but there was no movement of the gripper line. The cds was removed from the anatomy and replaced with another cds. This mitraclip was deployed without incident and the mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported inability to remove the gripper line was confirmed via returned device testing. During testing, the gripper line was able to be removed when there were no curves on the device. When curves were applied to the device, the gripper line was unable to be removed. A review of the lot history record revealed no non-conformances for the lot. A query of the electronic complaint handling database indicated there had been no similar mechanical jam incidents reported for this lot. Potential causes for the reported inability to remove the gripper line were considered, including manufacturing anomalies, patient conditions and/or user technique / procedural conditions. Evaluation summary: based on the information reviewed and the analysis of the returned device, the inability to remove gripper line was likely due to a contribution of forces from usage of the device. Aggregations of forces due to patient anatomy and curves on the system likely resulted in the inability to translate the gripper line during removability testing; however a definitive cause could not be determined. There is no indication of a product deficiency.